Manufacturer narrative:
Age at time of event: 18 years or older.   (B)(4). Device evaluated by MFR: returned product consisted of a threader balloon catheter. The balloon was loosely folded. There was contrast and blood in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. There were numerous hypotube kinks. Functional testing using an inflation to inflate the balloon to the rated burst pressure revealed a pinhole in the balloon material. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 03-apr-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified coronary artery. A 1.2mm x 12mm threader¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a non-bsc balloon. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole.